Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a display anomaly. The customer¿s current blood glucose level was 5.7 mmol/l. The customer stated that the black screen did not disappear. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to back up plan as per health care professional instructions. The insulin pump will not be returned for analysis.